Event description:
It was reported via repair work order that the cot retaining post had broken off the cot affecting its ability to secure to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.